Event description:
This report is a continuation of the event reported in MFR. Report # 3007566237-2011-07747. All future follow-up will be conducted under this report. Additional information received reported that on (B)(6) 2011 the hcp decided to replace the leads. Two days later, the extensions were replaced. The extensions were cut during explant and were discarded. No patient injury was reported.

Manufacturer narrative:
Extension: model 7482, serial# unknown, implanted: 2010, explanted: (B)(6) 2011. Extension: model 7482, serial# unknown, implanted: 2010, explanted: (B)(6) 2011. Lead: model 3389, lot# unknown, implanted: 2010, explanted: (B)(6) 2011. Lead: model 3389, lot# unknown, implanted: 2010, explanted: (B)(6) 2011.